Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the unacceptable parameters could be described as high thresholds.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: retrieval of medtronic micra transcatheter pacing system after tether removal. Europace. 2016. 18(8):1202. Doi: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the retrieval of a leadless implantable pulse generator (ipg) after tether removal. It was reported that during the implant, the tether was cut and a slight resistance was noted when the tether was pulled back. It was then observed that the parameters of the device were unacceptable. The device was snared and released from the myocardium and retrieved back into the introducer sheath. Pericardial effusion was ruled out via echocardiography and a new leadless ipg was implanted successfully. No patient complications have been reported as a result of this event.